Event description:
"On (B)(6) 2017, I had my 3rd jaw replacement surgery. Since 2009 I've had my 13 jaw surgeries. As of today my jaw is infected again. I have a revision scheduled next month for infection and scar tissue in my joint. I have been on a PICC line and taking oral antibiotics. The bacteria found was p.acnes, staph coag negative and rare staph bacteria. I am scheduled to have another tjr on the left due to infection again next month. The infection never cleared. I have been on oral antibiotics and rotating with a PICC line. My swelling is awful as is my pain. " I had implants in (B)(6) 2014 history- since about middle school I've had tmj. And went to doctors, physical therapy etc. In my early 20s my jaw got the worse it has ever been. It popped 24/7 and locked which I had to literally punch my face to unlock my jaw. I found a doctor in 2010 who diagnosed me with "degenerative jaw and joint disease". When they did cat scans and MRI, they said my jaw was in such bad space. My first surgery was (B)(6) 2010 on the left jaw joint he went in and cleaned it. The next surgery was (B)(6) 2011 on the right joint to clean it. Still a ton of pain. My next step was another surgery to take the disc out and replace it with fat from my stomach they went into my left jaw in (B)(6) 2011 and then (B)(6) 2011 they did the same with my right jaw. A couple months went by and bam! Back to bad pain locking jaw and popping. It was time for replacement surgery, my surgeon said. So in (B)(6) 2012 I had my left jaw joint replacement done. Then (B)(6) of 2013 I had my right jaw replacement done. Last year the pain came back...and bad. My surgeon said it was scar tissue that was causing the pain in my jaw, so a 7th surgery later on my left side he went in and cleaned it. I'm on about 6 - 7 medications daily. I'm (B)(6) years old and in chronic pain all the time. All I can do is cry. My surgeon wants to go back in and do an 8th surgery. I am in such worse pain today than in 2010.